Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device had frozen. This is indicative of a device lock-up condition. In addition, the customer reported that their device had unexpectedly powered off. As a result, defibrillation therapy may be unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
A customer contacted stryker to report that their device had frozen. This is indicative of a device lock-up condition. In addition, the customer reported that their device had unexpectecdly powered off. As a result, defibrillation therapy may be unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates: a cusotmer contacte stryker to report that their device had frozen. This is indicative of a device lock-up condition. In addition, the customer reported that their device had unexpectecdly powered off. As a result, defibrillation therapy may be unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Section b5, executive summary of the initial medwatch report should indicate: a customer contacted stryker to report that their device had frozen. This is indicative of a device lock-up condition. In addition, the customer reported that their device had unexpectecdly powered off. As a result, defibrillation therapy may be unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Additional manufacturer narrative: a stryker field service representative evaluated the customer's device and was able to verify but unable to duplicate the reported issue. The device keylog was downloaded and reviewed and it was confirmed there was a warm boot indicating a loss of power. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The root cause of the reported issue could not be determined.